Event description:
It was reported by the sales rep that during an unknown procedure, the doctor had sticking of stapler. Could not open off tissue. Poor staple lines and hemostasis. Three different staplers during the same case all submitted together. Case completed with another device of the same product code. No patient consequences. Three devices returning.